Event description:
Dr. Indicated that he has experienced several cases in which the right-angle guide used to make the right-angle catheter bent in the ventricular catheter of an nmt hakim shunt had moved causing a kink in the catheter. He indicated he anchors the guide but indicated he makes a burr hole rather than a twist drill hole and he believes that this is why he has experienced movement. He substitutes a right angle connector which he like. He admitted that he trained on a cordis hakim valve when the system included the right-angle connector.